Event description:
A customer contacted beckman coulter inc. (Bci) reporting that the hydro waste exit sump was overflowing and the fluid waste was dripping onto the hydro drip tray. No injury was reported.

Manufacturer narrative:
The customer found the waste exit sump canister was loose. Customer technical support (cts) advised the customer to tighten and secure the waste exit sump canister. Cts instructed the customer to clean up the spill and to use proper ppe.